Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a mild rash under all three therapy pads. The area was described as red itchy bumps. During a follow up the patient reported that her doctor informed her the rash was due to a nickel allergy and that she should not wear the vest. The patient ended use. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.